Event description:
The caller reported that the 6dct tube was inserted in the patient on (B)(6) 2010. It was pretested. The next morning on (B)(6) 2010, the respiratory therapist noticed that the patient was having problems breathing. The tube was removed and replaced with another. The removed 6dct had a pilot balloon that could not hold air.

Manufacturer narrative:
If the sample is returned, a failure investigation will be performed and the results will be added to the database for trending purposes.